Event description:
Caller states patient tested >8.0 inr on coaguchek xs system 1, and >8.0 inr on coaguchek xs system 2 while a comparison lab returned as 5.0 inr. Patient's coumadin was held based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21637411, expiration date 03/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.